Event description:
Patient reported right side "implants on recall list", "depression", and "hair loss, weight gain" (non-device related). Patient later reported right rupture. The device was explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy and f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety/recall, rupture. Device photo analysis: visual analysis of the photographs identified: varied injuries ¿ ndr: not applicable as the event is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/procedure unable to observe as it is a medical event that is not related to the device. Depression: unable to observe as it is a medical event that is not related to the device. Additional observation: red biological tissue observed. Red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.